Event description:
It has been reported to philips that no geometry movement was possible. No harm has been reported to philips. A philips field service engineer (fse) inspected the system and found an issue on geo module. The fse replaced the parts and system returned to full functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use when the issue was occurred. The field service engineer (fse) inspected the system onsite and confirmed that no geometry movement was available. The review of the log files confirmed the enmv_at_startup_high errors. Upon functional testing, the fse found that the geo module has error. The fse replaced the geo module. After the replacement, the system was returned to good working order. The codes were updated based on the investigation outcome.